Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable triglyceride result for one patient. The initial result was 2100. The next two weeks the result was 558. No units of measure were provided. Information concerning if the results were from the same patient sample was requested, but was not provided. Information concerning if any erroneous result was reported outside the laboratory or if any patient was adversely affected was requested but was not provided. The triglyceride reagent lot number and expiration date were requested, but were not provided.